Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 6:30-7pm for a low blood glucose level of 28 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer states they have been programming manual boluses. The customer complained of high blood glucose and no delivery of insulin from the insulin pump. The customer declined trouble shooting and will monitor the insulin pump for any future issues. The customer will talk to the health care provider to find out what causes the high and low blood glucose. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.